Manufacturer narrative:
The reported complaint that the autopulse nxt li-ion battery (sn (B)(6) died after about 10-12 minutes was not confirmed during functional testing or archive data review. No device malfunction was observed during testing, and the battery functioned as intended. Upon visual inspection, no physical damage was observed, and the status leds of the battery showed four green lights. The battery archive was downloaded, and no errors were observed. The battery passed charging in a known good nxt battery charger, and the status leds on the battery showed four solid green lights after the successful charging attempt. The battery was tested in a known-good ap nxt platform and successfully powered the platform for 42 minutes.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has received the autopulse nxt lithium battery for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
On a cardiac arrest call, the customer reported the autopulse nxt platform (sn (B)(6) ) became very noisy, with loud fan noises, and emitted an electrical burning smell approximately 18-20 minutes into use. During the call, the platform was able to perform compressions until the first autopulse nxt li-ion battery (sn (B)(6) ) died after about 10-12 minutes. A second autopulse nxt li-ion battery (sn (B)(6) ) was inserted, but it only lasted 15 minutes. Both batteries were checked that morning, giving a fully charged indicator. The battery gave no indication of losing power or notification of decreased battery charge during the incident before the platform shut down. No error messages were noticed. They had to revert to manual CPR. No impact or consequence to the patient.